Event description:
Information was received indicating that cadd legacy 1 pump displayed an alarm that air was detected in the line. There were no adverse events reported.

Manufacturer narrative:
Other, other text: h3: one cadd legacy 1 pump was received in good physical condition. There was no evidence of the reported issue in the event history log. A fluid filled cassette was attached to the pump, but testing could not be completed due to an air in line alarm displaying. The air detector caused the reported issue was will be replaced to resolve the issue.